Event description:
It was reported that a cartridge alarm 20 occurred during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially replaced the cartridge, but the alarm reoccurred with consecutive cartridges, leading to the decision by technical support to replace the pump.